Manufacturer narrative:
D2: added common device name. D4: added lot#, catalog#, expiration date, di#. D6: added implant date. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Added medical history. Updated explant date. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006 [missing records: records for the previous ventral hernia repair procedure were not provided.] (B)(6) 2008. (B)(6). (B)(6). Operative report. Surgeon: (B)(6). First assistant: (B)(6). Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incarceration incisional hernia, extensive severe intra-abdominal adhesions. Procedure performed: laparoscopic repair of an incarcerated incisional hernia. Defect measured 10 x 15 cm. We used an 18 x 24 cm piece of gore dualmesh plus prosthesis and 10 transfascial sutures. Extensive laparoscopic adhesiolysis requiring two hours to perform. Anesthesia: general endotracheal. Description of the procedure: ¿(B)(6) was transferred to the operating suite at which time a timeout was performed to confirm identity, procedure, incision site, antibiotic administration and other details pertinent to the case. Once this had been achieved, we began. A right upper quadrant 5-mm incision was made to accommodate a smooth bladeless applied trocar which was inserted under optical guidance. Once in the peritoneal cavity, we insufflated and inspected the contents of the peritoneal cavity. There were extensive adhesions with small bowel incarcerated within the hernial defect as well as the superior most portion of the incision. We were able to place a left upper quadrant trocar under direct visualization, then placed a left lower quadrant trocar so that we worked through four working ports. All these were placed under direct visualization. No evidence of underlying blood vessel or bowel injury related to insertion. Once this was complete, we began an extensive and tedious dissection of omental adhesions and adhesions of small bowel to the anterior abdominal wall and within the hernia sac. We took great care not to injury the bowel through this process and inspected and re-inspected the small bowel which was involved multiple times throughout the case to ensure there was no evidence of injury, bile leak or hemorrhage. Once we completed the dissection, we found two hernia defects which in their greatest dimensions together measured 15 cm in the vertical plan, 10 cm in the horizontal plane. Therefore, we elected to obtain an 18 x 24 prosthesis for a broad enough underlay of all these defects. We placed this within the peritoneal cavity after preparing with sutures above and below superiorly and inferiorly. We brought these two sutures out through transfascial stab incisions and tied the knots laying mesh taut with rough facing the anterior abdominal wall, smooth side facing the viscera. We then used a davol salute fixation device to circumferentially in a double crown technique affix the mesh to the anterior abdominal wall. We then placed eight other transfascial sutures with approximately 5 cm spacing between each and tied all these in place. This laid out the mesh nicely and at the termination of this we re-inspected the contents of the peritoneal cavity once more. There was no active hemorrhage, no evidence of enteric injury. The patient tolerated the procedure well and all sponge and needles counts were correct. We deflated the abdomen. We removed all trocars. We closed the sites with 4-0 monocryl sutures and steri-strips. The patient was transferred to post anesthesia care unit in stable condition.¿ (B)(6) 2008: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref: catalogue number: 1dlmcp06. Lot: batch code: 05160770. W.l. Gore & associates. Abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/05160770) was implanted during the procedure. (B)(6) 2016: (B)(6). (B)(6). Operative report. Preoperative diagnoses: small-bowel obstruction. Recurrent incarcerated ventral hernia. Postoperative diagnoses: small-bowel obstruction. Recurrent incarcerated ventral hernia. Procedures performed: laparoscopic repair of recurrent incarcerated ventral hernia with mesh. Anesthesia: general endotracheal. Specimen: none. Blood loss: approximately 150 cc. Mesh implanted: 10 x 15 cm gore dualmesh plus. Resident surgeon: (B)(6). Indications for procedure: ¿this is a (B)(6) female who presented to our lady of the lake ER with complaints of a bowel obstruction. A CT scan showed a recurrent ventral hernia with the transition point within the hernia sac itself. After discussing the risks and benefits of laparoscopic versus open repair, she elected to proceed. Operative findings: the patient had multiple abdominal wall adhesions requiring approximately 3 hours of laparoscopic lysis of adhesions. She had an approximately 2 x 4 cm defect on the right lateral wall of her previously placed mesh. She did have incarcerated bowel within this hernia defect that was carefully dissected free. Despite the long lysis of adhesions, the bowel was inspected multiple times and no bowel injuries were identified. Procedure in detail: after informed consent was obtained, the patient was taken to the operating room, placed on the operating table in a supine position, and general endotracheal anesthesia was obtained. Abdomen was prepped and draped in a surgical sterile fashion. Time-out was performed confirming patient and procedure. Preoperative antibiotics and dvt prophylaxis were given. Abdomen was entered through an incision in the right upper quadrant. Using a 5 mm optical trocar, abdomen was insufflated to a pressure of 15. Camera inserted. No intra-abdominal injury noted. Multiple adhesions were noted to the anterior abdominal wall and we initially placed 2 additional 5 mm trocars in the right side of the abdomen and began taking down the adhesions. Once we gained access to the left side of the abdomen, we placed two 5 mm trocars in the left side of the abdominal wall as well. From these various angles, using both blunt as well as sharp dissection with laparoscopic scissors, the adhesions were taken down along the previously placed mesh and lateral to the mesh on both sides of the abdominal wall. During the course of this, we did identify the hernia which had the small bowel herniated through a defect in the right lateral edge of the previously placed gore dualmesh. Using gentle traction and the laparoscopic scissors, the bowel was able to be dissected free from the hernia sac and back into the intra-abdominal cavity. Once all bowel was free and all adhesions were taken down, the hernia defect was measured and measured to be approximately 2 x 4 cm in size. We then thoroughly inspected the abdominal cavity and small intestine for signs of bowel injury and none were noted. No bleeding points were noted. The abdomen was suction irrigated free of all clots. Next, the 10 x 15 cm gore dualmesh plus was brought into the operative field and 2 cvo gore sutures were placed in the superior and inferior portions of the mesh. This was then rolled, placed into the intra-abdominal cavity, and brought up to the abdominal wall with the laparoscopic suture passer with previously placed transfascial sutures. We then used sorbafix and protack device to fixate the mesh in a 360-degree double-crown technique onto the anterior abdominal wall and the previously placed mesh. The inferior and superior transfascial sutures were tied down and I placed 3rd transfascial suture in the medial edge of the mesh that was through the previous gore dualmesh as well. Once this was completed, the entire abdominal cavity was again inspected. No signs of bowel injury or further bleeding was noted. Pneumoperitoneum was released. Trocars with withdrawn. Skin incisions were closed using 4-0 monocryl in a subcuticular fashion. Sterile dressings were applied. Patient tolerated the procedure well. She was extubated in the operating room and taken to the pacu in stable condition.¿ (B)(6) 2016: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref: catalogue number: 1dlmcp03. Lot: batch code: 13740642. W.l. Gore & associates. Abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/13740642) was implanted during the procedure. (B)(6) 2016: (B)(6). (B)(6). Operative report. Surgeon: (B)(6). Preoperative diagnosis: small-bowel obstruction. Postoperative diagnosis: small-bowel obstruction. Procedures performed: exploratory laparotomy. Extensive lysis of adhesions. Removal of previously placed gore dualmesh x 2. Small bowel resection. Assistant surgeon: (B)(6). A second attending was needed for this procedure due to the complexity of the case. Resident surgeon: (B)(6). Anesthesia: general endotracheal. Blood loss: approximately 300 cc. Specimen: ileum. Gore dualmesh x2. History of present illness: ¿this is a (B)(6) female who is 3 weeks status post laparoscopic repair of an incarcerated ventral hernia. The patient was initially discharged home after approximately 1 week in the hospital and returned shortly thereafter with a recurrent small bowel obstruction. After failing management with conservative measures, it was discussed with her to return back to the operating room for exploratory laparotomy, lysis of adhesions, and possible removal of mesh. She elected to proceed with the above procedure. Operative findings: the patient had dense adhesions throughout her abdominal cavity for being 3 weeks postop. She had a dense area of adhesions in her pelvis that were in a mat of small intestine. I was unable to determine where the actual stricture or adhesion causing this obstruction was with within these loops of bowel, so the decision was made to perform a resection. Procedure in detail: after informed consent was obtained from the patient, she was taken to the operating room and placed on the operating table in supine position, and general endotracheal anesthesia was obtained. Abdomen was prepped and draped in a surgical sterile fashion. Time-pit performed for inpatient procedure. Preoperative antibiotics and dvt prophylaxis were given. Abdomen was entered through a generous midline laparotomy incision, using the knife and bovie electrocautery through subcutaneous tissues. Eventually, the first layer of gore dualmesh was encountered and we dissected it superiorly being careful to take down the adhesions off the midline fascia during the course of this procedure. We were to create a plane posterior to gore dualmesh, and the gore dualmesh was cut along its entire length using curved mayos. Once the entire midline laparotomy incision was opened, dense adhesions were taken down from the previously placed gore dualmesh which adhered to all the tacks that the mesh was secured with. Once the entirety of the midline laparotomy incision was made, she was noted to have several dense adhesions, both to the retroperitoneum and one dense adhesion of bowel within the pelvis that was very difficult to dissect free. Using careful dissection with bovie electrocautery and metz, we were able to free up all of the small intestine and run it from the ligament of treitz to the terminal ileum. Approximately 40 cm proximal to the ileocecal valve, there was a large mat of small intestine that was extremely adhesed together. The bowel was decompressed after this and dilated up this point. Since we were not able to adequately mobilize the bowel away from itself and tell where the problem was, we elected to perform a resection of this intestine. A window was created between the bowel and mesentery both proximal and distal to this area of the adhesions, and this was stapled in the mesentery in between these 2 point along the specimen to be resected was taken using the impact ligasure device. Bowel then placed in a side-to-side fashion and secured with a stay suture. Enterotomies were made along the antimesenteric border, and a stapled side-to-side functional end-to-end anastomosis was performed using a 75 mm blue liner cutter. The common enterotomies were then closed and the specimen resected using a second blue load of the linear cutter stapler. The anastomosis was inspected and noted to be of adequate size. No bleeding portion along the staple line itself. The specimen was passed off the field. At this point it time, it was elected to attempt to milk back most of the majority of the small bowel contents, which were very dilated up to the stomach, in order to suction the area free. During a portion of this part of the procedure, due to the distention of the bowel, enterotomy was created. We then decompressed the bowel through this enterotomy, and the enterotomy was repaired in 2 layers, first using 2-0 vicryl in an interrupted fashion, followed a 3-0 silk lambert layer. Upon further inspections of the abdominal contents, a serosal tear was noted in the colon. This was repaired using 3-0 silk sutures in an interrupted fashion. Again, the entire abdominal cavity was inspected for signs of bleeding. The abdominal cavity was well irrigated with normal saline until no further bleeding points were noted and as much of the contamination as possible could be relieved. Next, we removed the mesh using a combination of scissors and electrocautery. All the tacks were removed with the mesh itself, and they were passed off the field as a 2nd specimen. The midline fascia was then closed using running #1 looped pds suture as well as interrupted #1 vicryl sutures for reinforcement. Skin incision was closed using a stapler. A prevena skin wound vac was then placed. Patient tolerated the procedure well. She was extubated in the operating room and taken back to the pacu in stable condition. All counts were correct x2 at the end of the procedure.¿ (B)(6) 2016: (B)(6). (B)(6). Discharge summary. Admission diagnosis: hernia. Hypertension. Small bowl obstruction. Discharge diagnosis: hernia. Hypertension. Small bowl obstruction. Acute kidney injury. Morbidly obese, history of ventral hernia, repair 10 years ago, which failed, requiring a laparoscopic repair in 2008, which failed again. The patient then [record cut-off/incomplete]. Records span 02/28/2008 to 05/19/2016. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05160770. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted, and a different gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the second gore device was explanted. It was reported the patient alleges the following injuries: recurrent hernia, adhesions, removal of mesh. Additional event specific information was not provided.